Event description:
The modular torque driver is not calibrated correctly and never clicked. The adapter piece broke off flush with the augment and was left in the augment. Update 02/17/2015-product received. Upon receipt of the product, the correct product and lot number are being added to the complaint. This does not change the MDR decision. The complaint was updated on 02/23/2015.

Manufacturer narrative:
Conclusion and justification status for MDR: functional examination found the device to function as intended. The referenced remnant wobble bit piece was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event. No evidence was found of product error as a contributing factor and the need for corrective action was not established. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.